Manufacturer narrative:
Drive support disk was inspected and no anomaly was noted. Unit passed rewind test, basic occlusion test, occlusion test, prime or compromised force sensor system alarm test, excessive no delivery test and displacement test. No unexpected prime/fill anomaly noted during testing. Unit had minor scratched lcd window, cracked lcd window, cracked battery tube threads, cracked reservoir tube lip, broken belt clip slot, cracked case at display window corners, stained address/serial number label and stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had high and low blood glucose level. The customer¿s blood glucose level was 462 mg/dl at the time of incident and current blood glucose level was 387 mg/dl. The customer reported high blood glucose level followed by low blood glucose level as 30 mg/dl, 40 mg/dl and at the time of incident 37 mg/dl. The customer had symptoms related to high blood glucose like nausea and tired. The customer was treated with insulin pump and manual injection. The drive support cap was flush. The customer removed reservoir, rewound, reinserted reservoir and ran manual prime and filled tubing with current set and insulin did exit. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.